Event description:
A securecare transmitter was inadvertently left on pt's ankle at discharge. Pt able to be transported onto elevator and down to first floor without lockdown of elevator or unit doors. System transmitted "near alert", meaning, pt is near a doorway. Nurse immediately responded to find pt had a left the unit. Transmitter retrieved by nurse. Pt discharged to appropriate person.